Manufacturer narrative:
Ppae (thrombosis/stroke): the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary/subclavian artery in a 71-year-old male who presented with acute myocardial infarction and cardiogenic shock. The patient had a known history of coronary artery disease and renal insufficiency. Pre-implant left ventricular ejection fraction was reported at 20 percent, and starting platelet count was 364. The patient required inotropic and vasopressor support and was mechanically ventilated for respiratory failure. The patient was classified as scai stage e at the time of support initiation. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. Post-implant, the patient initially demonstrated no neurological deficit, including assessment at 7:00 a.m. Neurological changes were noted following extubation, including left-sided facial droop and left upper extremity weakness. The patient was awake, oriented, and able to answer questions appropriately, with possible slurred speech. Computed tomography angiography of the head demonstrated a right-sided m3 occlusion consistent with acute ischemic stroke. No thrombus was appreciated on echocardiogram during device implantation. Partial thromboplastin time was reported as 25 at 2:00 a.m., and systemic heparin was initiated at 11:00 a.m. Per institutional protocol, which specified no anticoagulation for eight hours post-procedure. A comprehensive review of the available information indicates that thrombosis and ischemic stroke are known potential complications in patients with acute myocardial infarction, cardiogenic shock, severe left ventricular dysfunction, and critical illness requiring mechanical circulatory support, vasopressors, and mechanical ventilation. Given the patient¿s underlying comorbidities and overall hemodynamic instability, the event is consistent with the known risk profile in this critically ill population. The patient survived the event.

Event description:
Additional information received stating, " the care team discarded the purge cassette. The patient outcome was positive and without further complications."

Manufacturer narrative:
H11 additional narrative: added: b5 (event description), d6b (explantation day/month/year).

Manufacturer narrative:
Additional information was added in d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.